Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery, software error-cybersecurity - hacking allegation, the customer reported blood glucose value of 58 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was performed. The event involved product(s) mmt-332a, mmt-1884l, unomedical, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported low blood glucose event. Customer believes the pump was over delivering. Customer was able to upload to carelink. Customer reported concern with pump cybersecurity and/or a hacking allegation. Customer advised to upload to carelink. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. Delivery anomaly-possible over delivery not confirmed. [Per freger, mark ¿ r&d engineer: conclusion: all ¿unknown¿ deliveries were programmed by keypresses ( I am assuming user activities) please see the attached email for mark's analysis summary and corresponding keypresses from the long traces.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 15-jan-2025 in the pump history file. 01/15/2025 00:04:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:09:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:14:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:19:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:24:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:29:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:34:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:39:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:44:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 01/15/2025 00:49:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 15-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date of 15-jan-2025 noted in the pump history file. 01/15/2025 10:09:45.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 01/15/2025 10:20:46.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-jan-2025 in the pump history file. 01/13/2025 01:43:40.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 01/13/2025 01:53:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 01/13/2025 03:58:41.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 01/13/2025 04:08:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 01/13/2025 10:16:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/13/2025 10:26:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/13/2025 13:08:53.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert (801) not confirmed. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Software error-cybersecurity - hacking allegation not confirmed. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.